Event description:
On (B)(6) 2015, calibra received an anonymous survey which indicated that the patch had leaked when attempting to remove air bubbles. The survey indicated that the individual was able to use the device but only had insulin for two days. No additional information around the alleged insulin leak was provided. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Calibra has been unable to request the return of the device at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.